Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va05w0p, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had no stimulation sensation and no therapeutic effect. It was stated, the patient tried 4 programs and none of them had provided sensation or therapy for the patient. It was noted impedances less than 250 ohms were read and the 0-3 pair was less than 50 ohms. All other impedance pairs were reportedly in the normal range, except for the short and it should be viable for programming. It was stated they had not tried yet avoiding any programs with 0-3 pair.